Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on (B)(6) 2017. She obtained a result of 199mg/dl using the subject device which she compared to a result of 170mg/dl on the other meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter reading is erroneous as the comparison is not made to a calibrated reference method. The patient stated that she manages her diabetes with insulin (self-adjuster) and increased her dose of insulin by an unspecified amount in response to the alleged product issue. She reported that she developed the symptoms of blurred vision and insulin crashes 1 day after the alleged product issue began. The patient denied receiving any treatment. At the time of troubleshooting, the csr determined that the meter was set with the correct unit of measure and an approved sample site was being used to obtain the results. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.